Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she was on the thin side and it had been painful to recharge since she started charging. The patient stated that the recharging disk was so hard. The patient mentioned that her implant had moved and two of the ends were more embedded which made it more challenging to charge. There were no signs of skin irritation only pain at the pocket site when recharging and adhesive disks were ordered. The change in therapy or symptoms was considered sudden. The patient was directed to follow-up with their healthcare provider to discuss the placement of the implant if the adhesive discs didn¿t help. The indication for use was non-malignant pain.